Event description:
The customer reported bad iris pot errors. No pt info was available.

Manufacturer narrative:
The ge svc rep found the bad iris pot errors when booting. He tried to recalibrate and found a bad floppy drive will not permit calibration. The rep ordered parts. He removed and replaced the floppy drive using proper esd then he calibrated the collimator. The system boots normally with no iris pot errors. The system is working as intended.